Manufacturer narrative:
Pcb board reinserted.

Event description:
The international customer reported the ventilator alarmed due to a pressure regulation high occurrence. The customer reported the device was in use on a patient and there was no patient harm. A pressure regulation high occurrence during normal ventilation operation may result in a vent inop condition. Vent inop, when in use, will stop providing ventilatory support to the patient. The user must provide alternative ventilation and have the ventilator serviced. The manufacturers service provider confirmed the reported problem. The service provider reinserted the data acquisition board to address the reported problem.

Event description:
The customer reported there was no patient involvement.